Event description:
The pt reportedly experienced an uncomfortable sensation at implant site followed by no sound perception. In 2006, the pt was seen by a company representative for device evaluation. Testing confirmed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.